Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that 84-year-old female patient was scheduled for high risk percutaneous coronary insertion and was being implanted with an impella cp device for mechanical circulatory support, however the procedure was aborted due to very calcified iliaca and the impella cp could not pass the iliaca.